Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic episode that was self-treated with carbohydrates, followed by a missed meal announcement before consuming a large amount of corn chips, after which blood glucose rose to 253 mg/dl with 8 units of insulin on board and no device alerts or alarms. Symptoms included hypoglycemia followed by hyperglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included transient blood glucose values outside the target range without medical intervention, hospitalization, or use of backup therapy. Investigation included complaint intake and user-guided review of the insulin-on-board display and algorithm steps. Investigation of this case revealed user-related use error due to a missed meal announcement; the device and its algorithm functioned as designed and delivered insulin, with no device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to therapy management and dosing workflow.